Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg), following the cutting of the tether the threshold increased immediately after release, there was failure even at max output. The leadless ipg was attempted/inactivated and a transvenous system was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1avr1-delsys / expiration date: 14-apr-2023 / serial#: (B)(4), UDI #: (B)(4)> device available for evaluation: no> dev rtn to MFR? No, mfg date: 25-oct-202, labeled for single use: yes . If information is provided in the future, a supplemental report will be issued.